Event description:
Laxity in the knee was reported. Revision surgery is scheduled to exchange the poly inserts.

Manufacturer narrative:
Laxity in the knee was reported. Revision surgery is scheduled to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.